Event description:
No blood glucose levels reported. The customer reported that insulin was squirting out during manual priming for the insulin pump. The customer further reported that the insulin pump piston continued to move forward after contact with the reservoir, as a result; insulin continued to squirt out. The customer also reported that there were no numbers in the screen and there were no beeps heard. The customer was advised that the insulin pump would need to be returned for analysis. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test. However, the insulin pump was unable to prime during the prime test and alarmed during the basic occlusino test due to a slighlty loose drive support disk. No blank screen or audio anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked display window, a cracked case at the display window corners, cracked battery tube threads and a broken belt clip slot.